Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-61 -improper use/ mishandled by end user. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care

Event description:
Consumer reported complaint for melted battery door. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/18/2020 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history. Customer called stating that the battery door has melted, and it will not lock. He cannot close the door. Customer states that the door of the battery looks like it melted. He says most part of the meter is melting. He also states that the lancing device that was in the meter has part of it that is melting. Confirmed that the customer was using the correct battery. Customer confirmed that the battery is not hot, nor does it look like it caused the damaged. Customer states that he stores the supplies on a table in the kitchen, 10 feet away from the stove. Customer denies any injuries related to the event.